Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 56 mm abdominal aortic aneurysm. It was reported that the angiogram revealed a proximal type I endoleak of the bifurcated stent graft. The physician elected to implant an endurant 25x25x49 aortic cuff to treat the proximal type I endoleak. The endurant 25x25x49 aortic cuff was implanted partially covering approximately 30 percent of the left renal artery. An unknown 5x18 bare metal stent was then implanted in the left renal artery. The procedure was completed with the proximal type I endoleak resolved and with good flow to the left renal artery. Per the physician, the cause of the proximal type I endoleak and partial occlusion of the left renal artery was due to the patient anatomy of a short conical neck. No additional clinical sequelae were reported and the patient is fine.